Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the superior vena cava the pta balloon allegedly ruptured while dilating the vessel. It was further reported that upon removing the balloon from the patient, the balloon allegedly detached from the catheter and remained inside the patient. The heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp performed a cutdown into the vessel to successfully retrieve the detached segment. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superior vena cava the pta balloon allegedly ruptured while dilating the vessel. It was further reported that upon removing the balloon from the patient, the balloon allegedly detached from the catheter and remained inside the patient. The heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp performed a cutdown into the vessel to successfully retrieve the detached segment. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found the balloon detached from the catheter shaft at both weld locations. The balloon was returned inverted and the marker bands were intact on the inner lumen. Therefore, the investigation is confirmed for the reported detachment. Although no obvious signs of rupture were noted on the detached balloon, the investigation is inconclusive for the reported rupture as the balloon was detached and unable to be functionally tested. It is possible that a balloon rupture could lead to a balloon detachment. However, the definitive root cause for the reported rupture or identified detachment could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).